Event description:
The rptr stated that rptr had meter to hcp meter comparison tests, about a half hr apart. The results were 185 mg/dl on rptr's meter, and 110 mg/dl on dr's meter (type unknown). Rptr did not have any symptoms. A control test was not done due to unavailability of supplies. On follow up, it was indicated that the rptr had never changed the batteries or cleaned rptr's meter. Rptr changed the battery, cleaned the meter, and using fresh strips, rptr's blood sugar results were within the expected ranges. No harm was alleged.